Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronic assembly. It was also received with moisture damage on the motor, battery tube and vibrator assembly. The device had a cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was submerged in water. The customer explained that her son was in the pool and she had to dive in to get him out. Customer stated the display went blank immediately after the exposure to moisture. The screen then showed black lines and a constant tone was occurring. Blood glucose value was 213 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.